Event description:
"It was reported by the rn that during a line dressing change of a premature infant, a rash or "burn" was noted under the biopatch. The site was treated by being left open to air to heal. This occurred after the infant received phototherapy." Reporter 'states she is aware of the warning to not use biopatch on premature infants, she states that they have contacted medical affairs in the past regarding the use." Add'l info was requested.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.